Event description:
As reported, a 5f mynx control vascular closure device (vcd) would not enter into the sheath and the ¿plastic¿ at the end of the device folded. The device was removed, and another device from the same box was used successfully to achieve hemostasis. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta) procedure via the left femoral artery. Angiography was completed prior to the closure attempt to ensure appropriate closure and anatomy. The presence of calcium and/or tortuosity was not specified due to the device not entering through the valve of the sheath. A non-cordis 5f 10cm sheath was used. The physician is a trained user. No damage or abnormalities were noticed prior to use or during preparation. The device was prepared per the instructions for use and was stored in a temperature- and humidity-controlled environment in the box. The device will be returned for evaluation. Addendum: the sealant was found partially exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) would not enter into the sheath and the ¿plastic¿ at the end of the device folded. The device was removed, and another device from the same box was used successfully to achieve hemostasis. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta) procedure via the left femoral artery. Angiography was completed prior to the closure attempt to ensure appropriate closure and anatomy. The presence of calcium and/or tortuosity was not specified due to the device not entering through the valve of the sheath. A non-cordis 5f 10cm sheath was used. The physician is a trained user. No damage or abnormalities were noticed prior to use or during preparation. The device was prepared per the instructions for use (IFU) and was stored in a temperature- and humidity-controlled environment in the box. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, and no syringe was received for this evaluation. The sealant was partially exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. However, the balloon catheter profile distal from the balloon was verified and noted to be within the defined parameter. Additionally, the catheter working length was verified and noted to be within the defined parameter. The dimensions were obtained using a calibrated caliper and a calibrated ruler. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification evaluation was performed to verify the presence of the core wire, as well as to assess the atraumatic tip, sealant sleeves, and sealant condition. This analysis confirmed the conditions previously identified during visual inspection, including a frayed/split/torn condition of the sealant sleeves, with partial exposure of the sealant observed. Additionally, the atraumatic tip did not exhibit any damage or kinked/bent condition. The core wire was confirmed to be present, with no anomalies identified. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿atraumatic tip-kinked/bent¿ was not observed through analysis of the returned device since there were no damages noted to that component. However, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the issue experienced by the customer. Additionally, the reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the damaged sleeves. The exact cause of the failures experienced by the customer and observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (such as using excessive force during insertion into the sheath, using an incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.